Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment was returned measuring 160 mm in length. Visual inspection showed unknown marks on the terminal pin with blood and body fluid in the lead lumen. Further visual inspection noted that the insulation was opaque an yellowed due to environmental stress cracking on the surface of the lead only. The returned segment of the lead was subject to direct current resistance testing and passed on all paths, verifying this portion of the lead was electrically intact. Analysis was unable to confirm the allegation from the field.

Event description:
Boston scientific received information that a non-boston scientific sales representative (sr) contacted technical services and stated the right atrial and right ventricular leads were being extracted due to loss of capture. The caller did not provide any further information. An email was sent to a boston scientific sr in an attempt to obtain additional information. No additional information was available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.